Event description:
A malfunction was reported by a customer regarding a loose charging port, which caused difficulty in charging the pump and frequent disconnections from the charger. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up and no further action was required.